Manufacturer narrative:
Results: evaluation of the returned product found that the battery door is missing and one battery spring is bent. The alarm powers on when new batteries were installed and passed all functional tests. Note: the instructions for use state that when replacing batteries take care not to damage battery contacts. Batteries should be inserted on top of red ribbon and the loose end of the ribbon should stick out the other end for easy battery removal. Lay the loose end of the red ribbon on top of the batteries and reattach the battery compartment door. Slide it shut, locking it into place. Take care when installing new batteries. The alarm will not work if batteries are installed improperly. Take the unit out of use if the alarm does not power on or sound when powered on. Manufacturer references file # (B)(4).

Event description:
The customer reported that the alarm has no power, batteries were replaced and there is no visible battery leakage or corrosion in the battery compartment. The battery door is not missing and closes properly. The customer reported there is no visible damage to the outside of the alarm. There was no pt incident or injury reported.